Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2026-00028: a facility reported that the loaner cusa clarity 23khz handpiece (c7023p) has calcification on one end and the other loan handpiece has rust/bioburden. Additional information was later received as follows: "the loan handpieces were supposed to be used with console as part of a new trial at the hospital and when the issue was identified, the cssd team at the hospital did not process the handpieces for the trial to commence. The case went ahead as planned using other equipment and there was no delay to surgery for the patient. They did not end up using those handpieces for surgery and therefore no patient impact."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 23khz handpiece (B)(6) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - investigation of the returned product shows that there were no signs of rust or calcification. A functional test was completed and the device meets manufacturer specifications. Root cause - the complaint is not confirmed as no fault was found during the evaluation and testing of the returned handpiece. However, based on the reported calcification issue, it may have been due to dirt or residue present on the device that was mistaken for calcification. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.